Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the implant was removed due to becoming fractured at the collar. The procedure was able to be completed using another implant.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following sections have been updated: b4: date of this report b5: describe event or problem d4: expiration date and UDI not available, lot number unknown g3: date received by the manufacturer h1: type of report, follow-up number h2: follow up type h3: device evaluated by manufacturer: change ¿no' to 'yes' h4: device manufacture date not available, lot number unknown h6: evaluation codes h10: additional narrative one implant was returned for investigation. Visual evaluation of the as returned product identified signs of use. Implant fractured at the coronal aspect of the implant. No collar/connection remains, only threads. Evidence of bone tissue observed on the threads.functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was low bone density (type iii). Good health condition. The reported device was located on tooth # 36 (fdi) and was used for approximately 12 years, 8 months. The customer did not provide any pictures or x-rays. Review of appropriate documentation: document reviewed: biomet 3i dental implant IFU p-iis086gi rev. J 2022/08. Per the applicable IFU, it is stated that breakage may occur following improper techniques used and when device is loaded beyond its functional capability. DHR review: DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review: a complaint history review by item number was conducted for the (oss311) dating back to 12 months prior to the notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Review completed utilizing keywords: 'fracture implant' post market trending review: november post market trending was reviewed and there were no actionable events or corrective actions for the reported event (fracture implant) or product (oss311). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction did occur and the reported event was confirmed.